Event description:
Consumer alleges her humidifier caught on fire and damaged her carpet. There was not a report of injury with this incident.

Manufacturer narrative:
Abuse by the consumer from failure to take preventive action to properly clean the humidifier caused this failure.